Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported in the mw5174646 report: describe event or problem: dialysis staff are experiencing "air in the lines" a few minutes after they start dialysis treatment and during treatment from the arterial side. This is due to defective dialysis blood lines causing loose connection to the needles or dialysis catheters resulting in air being trapped in the system. The staff makes sure that they are securing the connectors before starting treatment. The lot number listed below are causing the issue. We are pulling the lot number in question and will be using a different lot number. Logistics department, vha national dialysis leadership and the vendor/manufacturer were informed. Lot a2500260 exp:2028-06-07 ref sl-2010m2096.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples were provided for evaluation. Although no samples were provided, the reported event is similar to a known issue of air in line during use. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The reported issue is due to a manufacturing issue with the arterial and venous patient connectors, which may allow air leakage resulting in microbubbles in the line, which could thus trigger air-in-line alarms. An approved project is in the place to further address issues with air in line. Additionally, b. Braun medical inc. (Bbmi) issued a voluntary urgent field safety correction for streamline® bloodline set for dialog+® hemodialysis system (2521402-9/3/25-004-c [z-0070-2026]). We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.